Manufacturer narrative:
Concomitant product: product ID: 8703w, lot# l78719, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
Reportedly on (B)(6) it ¿wasn¿t right, got it replaced again (B)(6) (refer to manufacturer report # 3004209178-2013-19876) and it wasn¿t right¿.I had it taken out again (B)(6)¿. No further information was provided. It was later reported that in (B)(6) of 2013, the patient experienced swelling over the pump site. The hcp determined the dacron pouch must not have been the issue (refer to manufacturer report # 3004209178-2013-19876 for previous swelling and possible pouch issue). The fluid was cultured and no infection was found. The pocket was washed out. The medical assistant indicated there were too many technical terms for her to pronounce so she planned to fax in the office visit notes from before the procedure and the procedure notes. No further information regarding the event was provided and the reporter only had the date of the surgical intervention which had been on (B)(6) 2013. It was later reported that the patient had developed further fluid and swelling around the pump. The patient underwent surgery as reported on (B)(6) 2013, with washout of the ¿stroma¿ (possibly referring to a seroma) and clot.